Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine generator change-out. During the procedure, it was found that the patient's right ventricular lead had sustained significant insulation damage. The physician elected to patch the insulation on the lead. Upon patching the lead, however, it was found that the lead was failing to capture and exhibited high, out of range pacing impedance. The physician decided to cap and replace the lead on (B)(6) 2020. The patient was discharged in stable condition.